Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: instructions for gif-1200n, operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.